Event description:
It was reported that while transporting a newborn in the bassinet, one of the wheels was alleged to have fallen off the bassinet, causing the unit to tip. The nurse prevented the infant from falling, and the infant was not harmed during the incident. The nurse reported experiencing "some pain" when the weight of the unit landed itself on his/her foot. Details regarding the severity of the nurse's pain, or whether or not any medical intervention was required, were not provided.

Manufacturer narrative:
Supplemental submitted to report that it was determined this event had been previously reported via medwatch 0001831750-2016-00332, and this report is a duplicate submission.

Event description:
It was reported that while transporting a newborn in the bassinet, one of the wheels was alleged to have fallen off the bassinet, causing the unit to tip. The nurse prevented the infant from falling, and the infant was not harmed during the incident. The nurse reported experiencing "some pain" when the weight of the unit landed itself on his/her foot. Details regarding the severity of the nurse's pain, or whether or not any medical intervention was required, were not provided.